Event description:
It was reported by an american medical systems technical support manager (B)(6) on (B)(6) 2011 error message codes occurred during a procedure. During the procedure, in about one hour after initial fiber lasing, the customer received error message codes 171 and 172. The laser system went into safety shutdown mode. Once the laser system came back up the customer was able to complete the procedure with no further issues. No pt injury was reported.